Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an issue that occurred during the use of an angio-seal on a tavr patient. The two physicians were adamant that it was not an issue with the device. Upon reviewing films, the physicians noted that the stick was below the bifurcation of the superficial femoral artery (sfa) and the profunda and in the actual sfa. There was no groin shot taken prior to attempting to deploy the angio-seal device. The angio-seal ended up inside the vessel causing a cold leg. The patient had to undergo surgery to remove the device from original deployment site. The physician's stated it was not a quality issue with the actual device. The patient required surgical removal of the footplate and collagen plug. The patient condition was stable and the procedure was completed successfully. Additional information was received on 16oct2019. The procedural sheath size used was a 5fr sheath. The proximal part of the footplate shut down flow and the collagen plug ended in the artery. Vascular surgeon had to come in, cut down and remove the device. There was no sheath shot and it did not look like there was disease or dissection present in the access site artery. They believe that the distal pulses were diminished because there was not much blood flow.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.